Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Pain in both knees [arthralgia]. Knee effusion [joint effusion]. Case description: spontaneous report received on 02/19/2008 from a nurse regarding a (B) (6) female pt, (B) (6). The patient's relevant medical history included severe degenerative joint disease of both knees and prior synvisc treatment. The pt received an injection of synvisc in both knees on (B) (6) 2008 and (B) (6) 2008. The pt experienced pain in both knees on the morning of (B) (6) 2008. The patient was transported by ambulance to the emergency room. A physician aspirated 80cc of fluid from each knee and injected 40mg of depo-medrol in each knee. A fluid culture was performed and found to be negative. The reporter assessed the relationship between the events and synvisc as probably related. As of the date of receipt of this report the pt outcome was unknown. (B) (4).

Manufacturer narrative:
Add'l lot number: x0708.